Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the first four firings were with black reload. On the fifth firing with green reload, the surgeon noted that it felt "tight" when firing. Upon removal of device, the tissue was cut but the staples were unformed (open "goalposts") on the patient side. The cartridge appeared to be damaged midway through. There was minimal bleeding which was controlled by firing a new device (and new reload) along side the malformed stapleline. The case was also completed with the new device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one long60a device was returned in good visual condition and with an ecr60g reload present. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/8. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device record was reviewed and no anomalies were noted during the manufacturing process.